Manufacturer narrative:
(B)(4). Result of investigation: the service technician performed all bench testing using a good known test ac adapter as well as a good known test patient circuit. The ventilator then passed the 52 hour extended tests at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions.

Event description:
The customer reported that the patient expired while on the ventilator. No additional information was provided. There were no reports of any malfunctions. The customer is requesting an evaluation as a precaution.